Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges lift chair became stuck in the recline position and he could not get out. He called the fire department for assistance.

Manufacturer narrative:
The device was evaluated and repaired by a field service technician. The device is working properly.

Event description:
Alleges lift chair became stuck in the recline position and he could not get out. He called the fire department for assistance.